Event description:
It was reported that the patient presented to the clinic after receiving an alert for high, out of range, rv pacing lead impedance. After reprogramming, alerts for high, out of range, pacing lead impedance were still given. The rv sense and capture thresholds were stable. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.